Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 21-may-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 1.1 was not detected on the bus. A field service engineer removed the rear panel and observed normal lights on the controller boards. The station was shut down, and all drawer cables were reseated. After restarting the station, tested the drawer using the hardware testing application (hta), and it functioned correctly. The drawer passed the acceptance test, and upon restarting the application, the customer was able to access the drawer and inventory medication. The customer verified that the drawer was functioning properly. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es pyxis 2 ne2 station was not connected on bus. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.